Event description:
Prior to the implant procedure, it was not possible to interrogate the device in the box. A new device was used to resolve the event. There were no patient consequences.

Manufacturer narrative:
Reported events of failure to interrogate was not confirmed. The device was in bvvi mode with battery level above elective service indicator (eri) level upon receipt. Analysis performed found the device image corrupted which is consistent with the device reverting to bvvi. After the device was restored from backup mode, further testing showed no anomaly. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.